Event description:
The facility director of supply reported to baxter (B)(4) a clearlink continu-flo set that was found to have a worm or similar insect trapped in one of the injection sites. This condition was observed prior to use. There was no patient involvement; therefore, there was no report of patient injury or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was unknown.

Manufacturer narrative:
(B)(4). Device evaluation: a sample was available for evaluation. A visual inspection revealed that there was what appears to be a piece of paper in the inlet port of the male luer, confirming the reported condition. The root cause is not identified.